Event description:
There was an allegation of questionable glucose results for 1 patient sample on a cobas 8000 c702 module. The initial glucose result was approximately 10 mg/dl. The repeat result was approximately 90 mg/dl.

Manufacturer narrative:
The glucose reagent information was not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) confirmed the analyzer was operating within specification. No further issues were reported after the service visit. Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. The investigation did not identify a product problem. The root cause of the event could not be determined.